Event description:
It was reported that the patient¿s ipg became inoperable following an unrelated surgery. Reportedly, the ipg was not set into MRI mode prior to the unrelated surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Doc info

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.